Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. N/a was selected as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver (parent) reported via webform a sensor error message with the adc device. The caregiver was contacted and reported that due to unavailability of sensor readings, the customer experienced cold sweats, tremors, and dizziness. The caregiver, who is a healthcare professional, treated the customer with glucose and carbohydrates. There was no report of death or permanent injury associated with this event.